Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2019).

Event description:
It was reported that during an angioplasty near the subclavian vein, the pta balloon allegedly detached from the catheter shaft. It was further reported that the catheter shaft appeared cracked. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation, stuck in the user¿s introducer sheath. A visual inspection found the balloon material extending out the distal end of the sheath, and the sheath tip was found to be flared, indicating retraction issues. The device was distally removed from the sheath, exposing a complete break in the outer catheter shaft at the proximal balloon joint. Four additional breaks were noted throughout the catheter shaft. Therefore, the investigation is confirmed for sheath-related retraction issues, and outer catheter shaft breaks. However, the investigation is unconfirmed for the reported device detachment, as the inner polyimide tubing remained intact. It is likely that the reported retraction issues contributed to the identified catheter break at the proximal balloon glue joint. It is also possible that external factors during shipping of the device contributed to the brittle nature of the shaft, resulting in multiple shaft breaks. However, the definitive root cause for the identified issues could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty near the subclavian vein, the pta balloon allegedly detached from the catheter shaft and became lodged inside the sheath. It was further reported that the catheter shaft appeared cracked. No further treatment was required. There was no reported patient injury.